Event description:
It was reported that customer was having issues with priming the insulin pump for the fill cannula and had audio and beep anomaly. Customer's current blood glucose was 316 mg/dl. Troubleshooting was done. Customer's blood glucose was 80 mg/dl. The customer was assisted to run self test and test failed. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basicocclusion, occlusion, prime and excessive no delivery tests. No audio beep anomaly noted. Minor scratches to lcd window, cracked case near lcd window corner, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.